Event description:
Reporter indicated a vns pt developed an infection and the vns device was to be explanted. Attempts for further information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.